Manufacturer narrative:
The device with the lens was returned inside a self sealing peel pouch in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens to mid-nozzle. The plunger was engaging the trailing optic edge. The lens was in a proper position for advancement. The optic was folded correctly. The trailing haptic was folded into the optic fold. The leading haptic was in an acceptable cork screw orientation in the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was advanced to mid-nozzle. The lens was in a proper position for advancement. A qualified viscoelastic was indicated. Top coat dye stain testing was conducted with acceptable results. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was stuck in injector. Additional information has been requested.